Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I will be e free as of (B)(6)) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("feel itchy"). The patient was treated with surgery (essure removed). At the time of the report, the medical device removal and pruritus outcome was unknown. The reporter considered medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - itching. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: sm received: events added- medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.